Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the rca. Approximately 20 months post procedure patient suffered right basal ganglia bleed with intraventricular extension secondary to hypertensive emergency. Event was treated with intubation. Adverse event was classified as stroke. Six days later patient expired. Death event is classified as a non-cardiac death. Cec adjudicated the event as vascular death, likely a brain bleed (hemorrhagic stroke). Investigator assessed the event as probably related to antiplatelets medication and not related to index device